Event description:
A peritoneal dialysis patient called tech support because of a drain complication alarm encountered in treatment. During the call the patient also mentioned that he had been passing out. While gathering more information pertaining to the complaint we were informed that the patient had expired. Events were as followed: on (B)(6) 2011 patient seen by his nephrologist and was admitted to the hospital for syncope. Patient then transferred to another for his cardiac issues. On (B)(6) 2011 patient discharged from hospital. On (B)(6) 2011 patient called tech support because of drain complications. Patient mentioned hospitalization for passing out (syncope). Patient's dialysis prescription changed from tidal based to cycle based treatment and problem with alarms was corrected. Alarms occurred due to the drain amount being set too high. On (B)(6) 2011 patient admitted to hospital with flu like symptoms and fever. Diagnosed with pneumonia. On (B)(6) 2011 patient was found sitting in chair unresponsive. CPR initiated but patient was not revived. Per patient's peritoneal dialysis nurse, patient was not connected to liberty cycler at the time of death. There were no cycler problems at the time of the patient's death.

Manufacturer narrative:
Liberty cycler was returned and tested for the following: simulated treatment testing was performed and completed without any failures or alarms. The cycler did not lock-up during the drain phases and there were no dc (drain complication encountered) support warnings encountered during the simulated treatment. The cycler passed a scale calibration check, system air leak test and valve actuation test. Per the fresenius medical care clinical evaluation pharmacovigilance physician: patient died in hospital, off dialysis while sitting in a chair. Autopsy demonstrated a subacute myocardial infarction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.